Manufacturer narrative:
Unit alarmed compromised forced sensor during the displacement test due to motor high current draw. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery test due to compromised force sensor alarms. No cosmetic damage noted during physical inspection.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 213 mg/dl. Customer states that insulin pump was not dropped or bumped. Customer reported that drive support appeared normal. Customer was advised that insulin pump would need to be replaced.